Manufacturer narrative:
Images review summary the cause of aaa sac enlargement and reported anchor fracture could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for review, and recent CT¿s were not available to better access the patient¿s anatomy. In addition, images prior to implanting the aortic cuff and during the fracture event were not seen in the films provided. The 9 returned still non-contrast angio images revealed that prior to any anchors being implanted, a curved-shaped radiopaque material of the approximate same length as the perimeter of the guide was seen within the aortic body of the bifurcate/cuff, approximately 20mm below the level of the proximal graft margins. The length of the foreign material did not appear to be as long as the total length of an anchor, and the remaining fractured section of this possible anchor could not be seen in the images provided. A total of 8 endoanchors were seen having been implanted around the perimeter of the bifurcate/cuff; 4 were placed near the proximal margin and 4 were implanted ~2cm lower. No obvious issues were seen with the guide. The final returned image showed that this foreign material had been captured and placed within the guide handle. The exact source of the foreign material seen within the stent graft could not be determined, and the cause of the reported anchor fracture could not be determined. Possible anatomical causes of the anchor fracture include implanting into the areas of calcification, thrombus, and highly angulated anatomy. In addition, improper apposition, excessive catheter torque build-up, engaging multiple fabric layers, and excessive unsupported applier may have also contributed to the anchor fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that a CT scan observed aneurysm enlargement. The physician opted to place a cuff and heli-fx endoanchors. The first endoanchor attempted broke. The physician was able to catch the broken piece of the endoanchor without and issues. It was noted that 8 endoanchors were successfully placed and the event was reportedly resolved. The physician stated that the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.